Manufacturer narrative:
The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent/slow responses to button presses on the down arrow keypad button. Multiple button presses were required before the down arrow button would engage. None of the button had normal spring or click and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button was intermittently sticking when pressed. There was no reported patient impact associated with this complaint.